Event description:
It was reported that the patient was experiencing trouble keeping the implantable pulse generator (ipg) charged and was charging daily. The patient underwent implantable pulse generator (ipg) replacement procedure. The patient programmed very well and did well postoperatively. The office kept the explanted device.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the last few months prior to the date the manufacturer became aware.